Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) aspirated air. After going transeptal with faradrive plus versacross connect, the physician went to introduce the farawave as usual and noted bubbles in the sheath as he was aspirating with the farawave in. A new sheath was opened to complete the procedure with no further issues. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) aspirated air. After going transeptal with faradrive plus versacross connect, the physician went to introduce the farawave as usual and noted bubbles in the sheath as he was aspirating with the farawave in. A new sheath was opened to complete the procedure with no further issues. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.